Event description:
Boston scientific received info that this right atrial lead exhibited noise. A revision procedure was performed and a distal lead fracture was identified. The lead was explanted and replaced. No adverse pt effects were reported.